Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue. The battery compartment was reported to be cracked and there was no damage to the cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment at left side of grip from the threads to the case seal. The returned battery cap was stripped and was unable to secure to power on the pump, duplicating the power issue. A test battery cap was able to secure enough to power up the pump; the pump was exercised for 12 hours using the test cap with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.